Event description:
Based on the medical records provided by the pt's attorney: (B)(6) 2008 - pt underwent repair of paraileostomy hernia with ck parastomal hernia patch. On (B)(6) 2009 - pt underwent repair of incarcerated paraileostomy hernia utilizing the ck parastomal hernia patch used from the repair of (B)(6) 2008.

Manufacturer narrative:
Based on the medical record review, the pt underwent repair of a incarcerated paraileostomy hernia with ck parastomal hernia patch on (B)(6) 2008. Nearly six months post implant, the pt underwent repair of a recurrent incarcerated paraileostomy hernia. The previously placed ck parastomal hernia patch was used to repair the recurrent defect by suturing the circular opening to make it smaller. The medical records note adhesions were lysed off the small bowel and a loop of the small intestine was incarcerated through the keyhole. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The pt was treated for a recurrence and adhesions, both of which are known adverse events listed in the IFU. Additionally, the mesh remains implanted. With the currently available info, no conclusion can be drawn at this time.